Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message during start-up three times in the last year. Technical support (ts) recommended use of the service disk to fix the issue. The programmer remains in use. No patient complications have been reported as a result of this event.